Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that foreign matter in the needle. No patient harm.

Manufacturer narrative:
(B)(4). Follow up it was reported that foreign matter was observed in the needle. Because the physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, two photographs were reviewed by the quality team. The images show a needle assembly without its blister packaging, one image depicts the needle with the plastic shield in place and the other without it. A particle is visible adhered near the upper portion of the needle. No additional defects or imperfections were observed. A device history record review was completed for material number 305165, lot 4332109. The review did not identify any quality issues during the manufacture of this lot that could have contributed to the reported condition. No related quality notifications were found. All processes and final inspections were performed in accordance with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and the photographic evidence, the customer reported symptom is confirmed. Without the physical sample, a probable root cause could not be determined.